Manufacturer narrative:
G4:06feb2021. B4:04mar2021. H11:g5:k102985. H10: the touchscreen assembly was returned for failure investigation. The unit cannot pass calibration procedure. Buttons do not respond properly. Customer complaint was verified. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported the screen is frozen on the machine when powered on, touchscreen operation not working, unidentifiable alarm. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The touchscreen not working, unit alarms functioning normally. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit alarms normally with audible and visual alarms. The unit successfully passed the required performance verification test.